Manufacturer narrative:
The technician found that the left head brake caster is faulty. The technician replaced the left head brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the left head brake caster will set but will not hold. No pt injury reported.